Event description:
Complainant alleged that while treating a pt (age unk), they attempted to discharge the device three times at 200 joules and the device displayed a "defib pad short" message and would not allow discharge. The medics successfully delivered a shock on the fourth attempt with paddles. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.